Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were noted on the right atrial (ra) lead: no capture, diminished p-waves and undersensing. The ra lead was reprogrammed and an atrial lead revision has been scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.